Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the avaulta solo¿ synthetic support may include, but are not limited to those typically associated with surgically implantable materials, including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant. Procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge)." (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment. Per additional information received, the patient has experienced pain and urinary problems. Per additional information received, the patient has experienced chronic urinary tract infections, dyspareunia, malnutrition, pelvic trauma, vaginal pain, urinary retention, uterine prolapse, vaginal vault prolapse, and hernia(s), vulvar dystrophy. Diarrhea, recurrent dysuria, frequency, urgency, urinary incontinence, hesitancy, weak stream, vulvar lesion, vulvar discomfort and pruritus / redness discoloration of vulva, candidal infection, grade iii cystocele, colonic and sigmoid diverticulosis, chronic pelvic pain, vulvar pain, vague suprapubic abdominal and back pain, scar below urethra, enterocele, burning on urination, pain radiating from pelvis to back, overactive bladder, intermittency, sense of incomplete emptying of the bladder, pelvic pain, neurogenic bladder, depression, insomnia, anxiety, exploratory abdominal surgery, adhesions, colon surgery, atrophic vaginitis, chronic constipation, urine culture positive for staphylococcus lugdunensis; right upper quadrant pain, with diagnosis of rhabdomyolysis. Per additional information received, the patient has experienced urinary tract infection, incomplete difficult emptying, pelvic pain, foreign body in patient, pain, elevated urinary residual, urinary retention, bladder trabeculations, inflammation, restrictive/obstructive urinary issues, tightened introitus, edema, bladder puncture, nonsurgical and additional surgical interventions. Per additional information received, the patient has experienced emotional distress, severe pelvic pain, discomfort, chronic constipation, cystocele, diverticulitis, pelvic trauma, recurrent chronic vaginal and bladder infections, recurrent vaginal pain, vaginal discharge, dystrophy of vulva, abdominal pain left lower epigastric, urge incontinence, pelvic adhesions, recurring urinary tract infections, incomplete emptying. The patient required surgical and non-surgical interventions.